Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a kinked conductor wire at the grip tip. The conductor wires were exposed as a result. The insulation was damaged. The instrument passed the continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Inadvertent collisions with other instruments, hard surfaces, or sharp objects during handling or usage can cause a kink. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the force bipolar instrument was difficult to manipulate and grasp. It seems to be stuck. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, further details were received: the reported failure included functional issues with the opening and closing of the grips and the left/right movement of the grips, while no issues were observed with the up/down motion of the wrist.